Event description:
It was reported that the device had error code 5.13.1351. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 5.13.1531 was confirmed. ¿ received on 16-mar-2026, pca device was received unboxed and with paperwork. ¿ a missing serial number on asm was observed causing error code 5.13.1531 to appear at power up. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace the logic board, front case and rear case. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.